Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The subject events can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. Additional information added to field h6. It has been over 17 years since the subject device was manufactured. Based on the result of the investigation, it was revealed that the type of the material on the nozzle was silicic acid and organic silicone derived from pharmaceuticals. Silicic acid and organic silicone were not components derived from the endoscope, but were components derived from pharmaceuticals such as antifoaming agents. Possible causes of the foreign material adhering to the endoscope include foreign material entering through the nozzle outlet, insufficient pre-cleaning and rinsing, and insufficient drying due to valves not being removed when the endoscope was stored. Additionally, it was revealed that the type of the material on the distal cover was a mixture of human-derived protein and pharmaceutical-derived silicic acid and organic silicone. As silicic acid and organic silicone are similar to the components in the nozzle channel, antifoaming agents were suspected. Protein was a human-derived component, and possible causes of foreign material adhesion were the same as those of foreign material in the nozzle. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. No physical damage was found where the foreign material remained. The event can be detected and prevented by following the instructions for use: reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures 3.5 manual cleaning, clean the external surface¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects in the nozzle and the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.